Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12032. It was reported that the patient presented in clinic for a routine follow-up. Upon investigation, the patient was noted with chronic reproducible right atrial (ra) lead noise. Right ventricular (rv) lead noise were also noted. No intervention was performed. The patient was stable.